Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the power PICC solo 4fr was placed (B)(6) 2023. PICC fractured internally 21 weeks later. PICC trimmed at 49cm and placed at 8cm at skin. Noted when flushing with saline prior to chemotherapy. Line removed.